Event description:
The sales representative reported on behalf of the customer that the as-ifs1, airseal ifs, 120v was being used on (B)(6)2025 during a robotic assisted gastric bypass when it was reported ¿the customer had an out of box failure this morning during the 1st case with airseal mode with the robotic solution received "sensor error" code and lost all insufflation.¿. Further assessment found ¿there was an immediate loss of pneumo because the ifs error code stopped the unit. Instruments had to be removed and they were able to prevent injury. Insufflation unit had to be changed from airseal ifs to stryker pneumosure to finish surgery." The procedure was completed with an alternate device and there was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event of a sudden loss of pneumo due to a sensor error is confirmed. The device was not overdue for preventative maintenance. Unit had a 90-oc error. (Forbidden flow negative). Replaced lpu. Calibrated unit . Ran preliminary tests. Electrical safety test and placed on 12 hour test. The root cause cannot be determined, however, based upon evaluation, the likely cause of this event was a sensor error. The service history was reviewed, and no prior data was found. A device history review (DHR) was requested from the manufacturer, and no indication of abnormalities was communicated. A two-year review of complaint history revealed there has been a total of 48 complaints, regarding 48 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to when working in the airseal mode, it is possible that fluids can be extracted from the surgical field over the evacuation line and into the filter housing. In order to prevent contamination of the device, bodily fluid is retained by the fluid trap of the housing component. The capacity of the fluid trap is limited. A warning message and an audible signal will be emitted if the fill level low is reached. Airseal cannula and tubing placement should be checked to make sure no more fluid enters the fluid trap. At this point, insert airseal obturator and change the filtered tube set. Insufflation can be continued with full functionality. If fluid level high is reached, the airseal function will shut down. Insert obturator in airseal cannula to maintain pressure with normal insufflation. Change the tube set to finish the procedure. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the as-ifs1, airseal ifs, 120v was being used on (B)(6) 2025 during a robotic assisted gastric bypass when it was reported ¿the customer had an out of box failure this morning during the 1st case with airseal mode with the robotic solution received "sensor error" code and lost all insufflation.¿ further assessment found ¿there was an immediate loss of pneumo because the ifs error code stopped the unit. Instruments had to be removed and they were able to prevent injury. Insufflation unit had to be changed from airseal ifs to stryker pneumosure to finish surgery." The procedure was completed with an alternate device and there was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.